Event description:
A customer reported their 3d9-3v transducer was leaking oil. This probe is associated with the epiq 7g ultrasound system. The issue was found outside of patient use, and there was no patient or user harm. The transducer was replaced to address the customer's immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.